Manufacturer narrative:
Pump received with no button response due to lcd keypad connector unlocked. Unable to perform the rewind, basic occlusion, occlusion, prime/delivery, excessive no delivery alarm and displacement test due to keypad anomaly. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have changed insulin pump battery and insulin pump began to beep. Customer could not clear beeping due to buttons not responding. Customer reported that insulin pump may have been exposed to moisture from sweat. Customer's blood glucose was 316 mg/dl. Insulin pump would be replaced.